Event description:
It was reported that this product is part of a system for which an infection was suspected but has not been confirmed. System explant has been scheduled in three months. No adverse patient effects were reported. Additional information was received that this system was explanted. A temporary pacemaker is in use and the patient received intravenous antibiotic treatment for the infection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this product is part of a system for which an infection was suspected but has not been confirmed. System explant has been scheduled in three months. No adverse patient effects were reported.